Manufacturer narrative:
(B)(4).

Event description:
A endurant ii stent graft system was implanted for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was reverse funnel and measured 25mm in diameter. The right iliac diameter measures 11mm. It was reported that after the contralateral limb had been fully deployed and taper tip had been recaptured, the front gray grip broke away and was able to slide up and down the delivery system freely without pulling the trigger. The physician successfully removed the device and discarded. There was no packaging damage noted. No clinical sequelae were reported and the patient is being monitored.